Event description:
It was reported that during the ablation procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that prior to procedure, physician confirmed with tech that versacross box seemed damaged. Upon opening, some dampness on the inner sterile sleeve was noticed. Sterilized packaging appeared compromised. No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.